Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular clsoure device (vcd) did not change color until the entire device was withdrawn from the body. Manual compression was used after withdrawal. There was no patient injury. Surgery was performed using a retrograde approach. The physician had been certified to use the vcd. There were no visible signs of damage to the vcd or packaging prior to use. The device was used with a non-cordis sheath. After angiographic evaluation, the vessels were found to be normal. The angle of insertion and withdrawal of the device was 30-45 degrees. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular "closure" device (vcd) did not change color until the entire device was withdrawn from the body. Manual compression was used after withdrawal. There was no patient injury. Surgery was performed using a retrograde approach. The physician had been certified to use the vcd. There were no visible signs of damage to the vcd or packaging prior to use. After angiographic evaluation, the vessels were found to be normal. The angle of insertion and withdrawal of the device was 30-45 degrees. The exoseal vcd was used in a cerebrovascular therapy (interventional) procedure. It was stored and prepped according to the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, as indicated by the bleed-back indicator. The device and vascular sheath introducer were stored and prepped according to IFU, with no visible signs of damage to the device or package prior to use. The device was used with an 8f non-cordis sheath . The femoral artery¿s suitability was verified via angiography, with the insertion angle of the vascular sheath introducer between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no visible calcium or plaque at the puncture site. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was encountered as the exoseal vcd was advanced through the sheath. The exoseal vcd and vascular sheath introducer were retracted together, but the indicator window did not change colors, even when the device was removed from the patient. No issues with the deployment lever were reported. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18362593 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.